Event description:
A journal article was reviewed that contained information regarding this device. It was reported that the patient received multiple shocks from her ICD which "failed to terminate the vt." She required external defibrillation. Her device was reprogrammed, her medications changed, and the patient received ablation. Also noted was that the patient's biventricular pacing was turned off. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "ventricular tachycardia after implantable cardioverter-defibrillator placement." Card. Electrophysiol. Clin. June 1;2(2):277-280.